Manufacturer narrative:
(B)(4). Batch # l91h6f. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy procedure, the teflon coating of the jaws had been detached and the instrument started to smoke at the distal tip of the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? (Pictures show the pad being loose, but not fallen off the clamp arm; and another photo of the groove). The tissue pad detached, but had not fallen off the clamp arm. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) The tissue pad detached, but had not fall off the clamp arm. If yes, did any piece fall into the patient? No, didn¿t fall any piece into the patient. Did this cause a change in the plan of care for the patient? Had not cause any change in the plan of care for the patient. Is the detached tissue pad being returned with the device? The detached tissue returned with the device. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The surgeon had not activate the jaws closed, with no tissue between the jaws.